Event description:
Patient reported, that her infusion set had broken. She was not sure how this occurred, but described the tubing as "severed." Patient's blood glucose was not affected and no treatment was rec'd.